Event description:
In 2006, a tlm sales representative was informed that sometime in early february, it is believed that a ds 3.5c device button stuck during liver surgery. The device had been laid on the patient's leg during surgery when out not in use and the patient received a quarter sized skin burn to the thigh. The burn was noticed in post-op. No further information is available. The device was not saved for return to tlm.